Manufacturer narrative:
Submit date: 9/27/2018. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the unit has a blank display. Upon triage at the service center the service technician found thermal damage to the unit.

Manufacturer narrative:
A review of the device history records (DHR) for reported serial number (B)(4) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Product cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) scd 700 was received to investigation after it was discovered by a service technician there was thermal damage. The device had originally come to factory service with a customer complaint of blank display. Root cause was isolated to corrosion caused by apparent fluid ingress. Upon receipt the unit did not have a power cord, a power cord cover, or any other accessories. The unit was not able to power up on battery power but was able to power up when external power was applied. The screen was very dark and blue, however was legible. Internal inspection and circuit analysis found light corrosion all over the control board and a burnt/blown c62 capacitor. It was found that sense pin 1 on the u21 voltage regulator had corroded severely causing the regulator to output the full syspower input rather than 6 volts. There was no fluid inside the unit but there was evidence of fluid ingress such as rusted screws and corrosion near the front case. It appears the source of the corrosion was also responsible for contamination of the lcd assembly. The overlay also showed significant corrosion at the terminus of the flex cable. The unit will be processed through the standard factory service. Liquid ingress caused the pcb to corrode, and is the result of customer misuse. The reported customer complaint was confirmed. A root cause analysis determined the root cause to be misuse. This complaint will be used for trending purposes.